Event description:
It was reported that the device was leaking at the quadfurcation site. No pt complications were reported. Following evaluation on device conducted on oct 2, it was determined that site of leakage rendered incident reportable.

Manufacturer narrative:
Evaluation result: unit 1 - heavy leakage was found at one IV extension tube to quadfurcated adaptor solvent bond joint. Leakages occurred through incomplete bonding area. Tubing eventually detached from the bond joint during examination. Unit 2 - leakages were found at two IV extension tube to quadfurcated adaptor solvent bond joints. Leakages occurred through incomplete bonding areas.